Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored 5 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. The bolus wizard functioning properly per bolus wizard sample in the 523/723 user guide. No bolus wizard anomaly or possible over delivery anomaly noted. Unit had minor scratched lcd window and cracked reservoir tube lip. Pump passed the dat test at 0.08780 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is over delivering insulin. The customer¿s blood glucose level was 211 mg/dl at the time of the incident. Customer believes that the bolus wizard was not working and is possibly miscalculating boluses. Customer ate to counteract the effects of the over deliveries. Troubleshooting was not completed as the customer demanded a replacement. The insulin pump will be returned for analysis.